Event description:
The customer reported that the ventilator would not ventilate and displayed occlusion alarm. The customer reported there was no patient harm. The manufacturer's service technician inspected the unit and duplicated the customer reported problem. The service technician replaced the motor controller board to complete the repair. Final applicable testing was performed and passed to operating specifications.